Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection of the device noted the instrument seal not intact. Five of the six bezel bosses were observed to be damaged. Functional testing found the pump module to be delivering fluid out of specification due to the broken bezel bosses. Separated bezel bosses can result in the occluder fingers and/or pumping fingers not being in the required position because the broken bezel posts cause the fingers to move out of proper position. This can lead to over or under infusions with no alarm. The disposable infusion set (model 2426-0007) was also returned and was found to be within specification. There were no anomalies observed with the primary set. The proximate cause of the reported event is attributed to the separated bezel bosses. Please refer to recall z-1768-2019. The reported difficulty in closing the door with the returned set was observed to be due to the ail assembly being incorrectly seated due to the broken bezel bosses.

Event description:
It was reported that a 250ml bag of a blood pressure medication was programmed to infuse at 5.6ml/hr however it unexpectedly completed within 4.5 hours. Rn noticed the drip chamber was dripping slow then it would alternate to a faster drip speed. The suspect lvp was installed on the right side of the pcu, designated pump "c". There was no harm to this female ICU patient. It was also reported the original tubing set, was extremely difficult to latch the door closed (installed into any pump). The door latch jams about 3/4" before its normal latched position.

Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag, lot: y299461, exp: sept 20; (3) curos caps, therapy date: (B)(6) 2019. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, the patient¿s demographics was not provided.

Event description:
It was reported that a 250 ml bag of a blood pressure medication was programmed to infuse at 5.6 ml/hr however it unexpectedly completed within 4.5 hours. Rn noticed the drip chamber was dripping slow then it would alternate to a faster drip speed. The suspect lvp was installed on the right side of the pcu, designated pump "c". There was no harm to this female ICU patient.